Event description:
It was reported to a post market study contact that the patient died during the implant procedure of an implantable cardiac defibrillator and lead. The patient developed difficulty breathing and became unresponsive. The patient was then intubated and cardiopulmonary resuscitation (CPR) was started. An echocardiogram showed a hemopericardium and the physician aspirated two liters of blood from the pericardium. CPR was stopped after an hour. The patient was pronounced dead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.